Manufacturer narrative:
The reported event was confirmed as manufacturing-related. All components inside tray were in good condition. Based on sample evaluation, there was confirmed only 2 trays inside the kit and no drainage bag and catheter inside the kit. Sample was classified as manufacturing related. However, the reported event could happen due to operator error-mishandling during packaging the product. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard®i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drainage bag and the catheter were missing inside the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the drainage bag and the catheter were missing inside the tray.